Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a foot infection that led to a hospitalization. The customer reported their blood glucose rising between 800 mg/dl and 900 mg/dl from the infection. It was also found the customer had a bent cannula on the infusion set, causing a no delivery alarm. Customer reported experiencing dizziness and blurred vision from their blood glucose. The customer was hospitalized on (B)(6) 2015. Customer's blood glucose was between 800 mg/dl and 900 mg/dl at the time of admission. Customer also reported they were still admitted at the time of the call. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. The customer also reported a low blood glucose of 57 mg/dl from having their basal settings changed. The insulin pump will not be returned for analysis.